Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running patient samples on bd facsvia¿ flow cytometer erroneous results were obtained. There was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: facsvia- results are not accurate, clinical use are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.)-yes. Was there any delay of treatment due to the issue? (Go to question #3)-no. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4)-no. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required)-no.

Event description:
It was reported that while running patient samples on bd facsvia¿ flow cytometer erroneous results were obtained. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: facsvia- results are not accurate, clinical use; 1. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.)-yes; 2. Was there any delay of treatment due to the issue? (Go to question #3)-no; 3. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4)-no; 4. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required)-no.

Manufacturer narrative:
H6: investigation summary. Scope of issue: the scope of issue is only limited to bd facsvia flow cytometer, part # 656874 and serial # (B)(6). Problem statement: customer reported that they obtained erroneous results from their instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6) 2020 to date (B)(6) 2021. Complaint trend: there are 8 complaints related to the issue of erroneous results; date range from (B)(6) 2020 to date (B)(6) 2021. Manufacturing device history record (DHR) review: DHR part # 656874 serial # (B)(6), file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the erroneous results could not be determined. The customer initially submitted a complaint regarding their instrument producing erroneous results. However, shortly after the complaint had been submitted, the customer restarted their instrument, passed qc tested, and reported that the instrument was no longer producing erroneous results and it was working as intended. As there was no longer any issue with the customers instrument the work order was cancelled. No parts were requested for evaluation as there were no parts replaced. Although the instrument was being used for clinical diagnose, the results captured during the incident were not used as the customer had realized they were erroneous and discarded them. The patient was not harmed in any way due to this incident, and their treatment was not delayed. The safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order #: n/a, case # (B)(4); install date: (B)(6) 2021; defective part number: n/a. Case comments: o (7/19/2021 7:59 pm): ts feedback: the instrument is operating normally after the customer restarts, qc pass, and the work order is cancelled. (7/19/2021 2:09 am): facsvia- results are not accurate, clinical use. Clinical samples, not used for patient treatment. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part # 10000176773ra, vers. D, facsvia clinical sw v1.2 risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no. ID: (B)(4). Hazard: user changes run settings on instrument that passed qc mode o cause: user allowed to adjust threshold or compensation settings to optimize them o harmful effects: inaccurate results. O risk control: - pcfl-3414 ¿ threshold modified message; - pcfl-3415 ¿ compensation modified message; - operate only as directed in the IFU ¿general system precautions ¿ safety and limitations guide. Implementation verification: - tp-133, tp-151; - tp-133, tp-151; - 23-14661-00 bd facsvia¿ safety and limitations. Effectiveness verification: - verification report ¿ pm076; - tp-151 plasma count test definition. Pass date: 11-jun-2015. - tp-133 leucocount test definition. Pass date: 28-aug-2014. O probability: 1. O severity: 3. O risk index: 3. O residual risk evaluation: a. O new hazards: none. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the erroneous results could not be determined. Conclusion: based on the investigation results the root cause of the erroneous results could not be determined. The customer had reported that their instrument was producing inaccurate results and required assistance in resolving the issue. Shortly after the complaint had been submitted, however, the customer restarted their instrument and the instrument passed qc and seemed to be functioning as expected. While this instrument was being used for clinical treatments, the erroneous results gathered during the incident were immediately identified and not used for patient treatment. The safety risk is moderate, s3, and there was no impact to patient health or safety.